Event description:
It was reported the ipg was unable to communicate with the external devices. The patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
Date of event is estimated.